Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg is inoperable and the issue was confirmed by a sjm representative. The patient last received stimulation and recharged the ipg approximately four months ago. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy was resumed.